Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: nefrectomia. Event description: ai translation: please note that during the surgical procedure, we used the following device, which turned out to be defective (the jaws do not close). Additional information received by applied medical rep via pcf on 27may26: during a nefrectomy in open approach, the device was used correctly during all procedure. The is that the nurse let the device in sterile table for long time and the branches blocked cause stick effect. During the nefrectomy the device work correctly during all procedure. After a long period of no use the device create stick between branches. After that not work and block his movement. The surgeon not be able to open the branches anymore. Intervention: device replacement. Patient status: good.